Manufacturer narrative:
Manufacturer's investigation conclusion: the report of driveline faults was confirmed based on the submitted log files. Additionally, the report of superficial damage to the outer silicone jacket of the driveline was confirmed based on the evaluation of the returned driveline. The submitted log files contained data from (B)(6) 2020 at 12:12:49 to (B)(6) 2020 at 10:49:22 and (B)(6) 2020 from 11:42:01 to 12:08:58. The pump fixed speed and low speed limit were set at 9000 rpm and 8400 rpm for the duration of the log file. Throughout the captured data there were 235 driveline fault alarms all while the patient was on battery power. The pump appeared to operate above the low speed limit for the duration of the log file. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline; however, a specific cause for the driveline faults cannot be conclusively determined through this evaluation of the returned distal end of the driveline. A distal end driveline replacement was performed by a technical service representative on (B)(6) 2020 under order (B)(4). Approximately 19¿ of the external portion/distal end of the driveline was returned. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire of wire-shield shorts were induced during this intact testing, even with the manipulation of the driveline. The outer silicone sleeve was removed, and examination of the bionate was unremarkable. The bionate was removed and areas with shield breakdown were noted. The shielding was removed, visual and microscopic examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 02nov2016. The heartmate ii lvas patient handbook and the heartmate ii lvas instructions for use (IFU) are currently available. Section 4 of the patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. Section 6-13 of the IFU discusses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's internal battery had been expired for some time. The patient was recently discharged from jail. The patient denies any alarms. The history from (B)(6) 2020 showed a driveline fault. The vad team was wondering if the expired internal battery would be a reason for the driveline alarm. The patient also has a clear area of concern on his driveline with torn silicone from repetitive bending. A log file review was requested. The log displayed multiple strings of backup battery fault alarms as mentioned. Technical services stated to please replace the ebb with a new backup battery and monitor for re-occurrence of alarms. The controller ebb would not cause a driveline fault alarm. The log file captured multiple strings of driveline fault alarms as mentioned during the 3 day length of the file. To ensure the driveline faults seen within the log file are authentic we will need to know the serial number of the controller. Technical services asked to please swap out the patient¿s controller when it is safe to do so as per the IFU. If possible ensure the new controller is either a (B)(4) controller or has a serial number greater than (B)(4). Per technical services with the new controller attached perform 25 power cable disconnects with either the black or white controller power lead. Once this is complete please email the new log file to hmdata so we can compare the driveline data from the two log files. There were no other unusual events recorded in the log file event history. The mcs equipment is operating as intended. It was reported that the vad team changed out the patient's controller. The driveline fault showed again on the new controller but after the log file wad downloaded. The vad team will plan to get x-rays if that is the next advised step. A new log file review was requested with the newly connected controller. Upon analysis of the log the drive line fault alarm is believed to be true. In order for technical services to identify a possible location of where the compromise in the lead is, x-rays will be needed. These x-rays should show the entire percutaneous lead from its connection to the controller to where it attaches to the vad with as few twist/turns to the driveline as possible. Any other information such as if the percutaneous lead was exposed to any trauma, has the patient gained or lost a significant amount of weight or if specific patient torso movements caused alarms will be helpful in possibly identifying the area of concern. The tear in the silicone jacket near the distal end appears to be cosmetic which may be secured with fusion/rescue tape. Tech services scheduled driveline repair (B)(6) 2020. On (B)(6) 2020 tech services arrived onsite for driveline evaluation/repair. Performed repair 3" inches from the exit site. Perc lead replacement performed. After splicing yellow, black, red wires, and connecting the new perc lead, pump off alarms occurred. Spliced orange wire and pump immediately powered on without issue which suggest red wire/conductor is open/broken farther up the driveline internal. Completed perc lead repair without issue. Patient's controller serial number is (B)(4). Post repair tethered patient on grounded pt. Cable without issue. Vc requested an unshielded pt. Cable for patient ordered on (B)(6). Returned removed perc lead for analysis. Driveline fault alarms returned after completing repair due to red wire suspect open/broken farther up the driveline internal. It was reported that the vad team exchanged the patient's primary controller for his backup (but his old primary will remain as his backup as it is functioning normally, nothing will be returned).